Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during a revision procedure the lead was stuck in the ipg as a result the lead was surgically abandoned. The patient underwent a lead replacement procedure. The patient was doing well postoperatively. The explanted lead was discarded.

Event description:
It was reported that during a revision procedure the lead was stuck in the ipg as a result the lead was surgically abandoned. The patient underwent a lead replacement procedure. The patient was doing well. Explanted lead was discarded.

Manufacturer narrative:
Sc-8120-50 sn: (B)(6). The returned lead was analyzed and visual inspection showed the lead was cut into pieces and one of the proximal ends got stuck in port a of the associated ipg. X ray found the lead was locked down by the setscrew. Due to the overly flattened contact, the lead was stuck in the header. With all the available information, boston scientific concludes the reported event was confirmed. Hence, the probable cause selected for this complaint is unintended use error caused or contributed to event. No escalation is required at this time.